Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was intermittently not registering the breath rate. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was intermittently not registering the breath rate. The rse advised the customer to perform a performance verification test (pvt), and then address any of the issues that were found. The rse noted that the issue could be for a flow or pressure issue. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the issue was found during operational testing. No patient or user harm reported. The customer also reported that after the performance verification test (pvt) was completed, it was determined that the flow sensor assembly was defective. The customer replaced the flow sensor assembly, and the device passed all testing.